Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to be sent for an examination and root cause analysis in our service laboratory in (B)(4). A follow-up report will be provided as soon as results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "medication infused faster rate than prog". According to customer: "reason of complaint: antibiotic infused over 15 minutes instead of the allotted 1hour (as per the machine), the readings on the machine still indicated there was 181mls to infuse over 45 minutes medication used: azithromycin."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4) . The device has been investigated in our bbm laboratory in melsungen, germany. 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the technician seal (60-01-012) on the lower housing were intact. The device shows age related signs of wear and tear but no damage could be found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. The device history data from 2021-03-18 were investigated. During the infusion, a few pressure alarms were found. No other abnormalities were found in the history. The reason for the pressure alarm could not be detected. 2.4 the downstream-sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The electronic pressure cut-off was slightly too high. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,53%. 2.6 the device was disassembled and the inside was investigated. On the emc protection shield could be found liquid residues. The glue on the pressure sensors was damaged. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.